Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcb were used to treat the left distal sfa and popliteal. Approximately 8.5 months post procedure the patient suffered left sfa occlusion and was treated with a pta and stenting of target vessel-non target lesion. Investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.